Event description:
It was reported that the right ventricular lead experienced short average cycle non-sustained tachycardia, indicative of oversensing, and had low impedance. It was further reported that there had been a previous patient alert caused by low impedance. Lead failure was suspected, and the lead is to be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.